Manufacturer narrative:
The insulin pump was received no button response due to flattened up button dome switch. Also found corroded keypad traces. The insulin pump was unable to upload to carelink due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's act and up buttons were intermittently responsive. The customer did not recall any significant events leading up to this issue, but stated that it began about three weeks prior to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.